Event description:
It was reported the single use preloaded sphincterotome v exhibited the cutting wire broke on the second pass. The issue occurred during a therapeutic gastrointestinal endoscopy /retrograde catheterization. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.